Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with saline mentor smooth round spectrum 325cc on the left breast implant and with unspecified saline mentor breast implant on the right breast implant and experienced capsular contracture baker grade iii on the right breast implant and deflation on the left breast implant. As a result, the patient had undergone removal and replacement with a mentor memorygel breast implant 380cc on (B)(6) 2019. This medwatch is for the right breast implant.